Manufacturer narrative:
Additional information was added to h4 and h6. H4: the device was manufactured from november 4, 2019 - november 5, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The reporter stated that after 48 hours, the device was not empty. The device had been filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.